Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the guide wire inside the iab lumen. The technician was unable to remove the guide wire from the iab inner lumen. The evaluation confirms the reported event. It is unk how this occurred. Labeling review: based on the available info, it is not possible to determine if the device was used in accordance with the labeling in regards to removal of the guidewire. A review of labeling found in the linear iab IFU, difficulty to remove the guidewire include warnings describing proper insertion techniques to avoid damaging the guidewire and a1.12 instructions indicate to maintain control of the guidewire, and indicates the proper time to remove the guidewire. The trend data for the month of the aware date ((B)(4)) was reviewed for the reported failure mode. The reported failure mode was found to be too low to be trended. Linear general complaint trends for the past year have been found to be in control. The eval confirmed the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformance were found that are considered to be related to the event. (B)(4).

Event description:
Coming off pump poor output. Placing iabp in pt. Wire did not pull out of the center of line. New iabp placed without a problem. After insertion of maquet intra-aortic balloon catheter into right femoral artery, the wire was not able to be removed. A couple of attempts were made without success. Another balloon catheter was obtained and inserted without difficulty. Reason for use: 25% ejection fraction. The pt expired. Sent to FDA by facility under mw5040421.

Manufacturer narrative:
The iab catheter was visually inspected under magnification. The following findings were identified: guide wire exhibited broken and unraveled coils; damaged coils were tangled/embedded in wall of the catheter lumen. A kink could have caused the guide wire to tangle with the catheter lumen. (B)(4).